Manufacturer narrative:
A1: patient initials were requested but were not provided as they were unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the console was alarming, and the motor started heating and was hot. The extracorporeal membrane oxygenation (ECMO) staff did not switch out due to the patient being transitioned to comfort care an hour after the alarm and withdrawal of care was initiated. The patient passed away.

Manufacturer narrative:
Section b1: corrected. Section d1: corrected section d3: corrected. Section d4, primary UDI number: corrected. Section g8: correction. The initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2024-02251. The MFR number should have been fei-based with the 10-digit fei being 3003306248. Section h1: corrected. Patient death is captured under 3003306248-2024-04433. Section h5: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of the centrimag motor (serial number: (B)(6) overheating and causing an abnormal alarm could not be confirmed. No log files related to the event were submitted for review; however, the centrimag motor was returned to abbott for evaluation. The returned motor operated in a mock circulatory loop for several days without issue. Atypical events were not able to be reproduced, and the equipment passed a full functional checkout per procedure. The centrimag motor was returned to the customer ready for use. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number: (B)(6) and the motor was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual warns the user to not restart the pump if it has stopped due to motor overheating. The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." Instructions for switching to the backup hardware are detailed in section 10.1. The 2nd generation centrimag system operating manual section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including all motor alarms. The manual indicates that if a m6 motor over temp alarm is active, switch to the backup console, motor, and flow probe according to the procedure. The user is also instructed to verify that the backup motor stands free and is not covered. No further information was provided. The manufacturer is closing the file on this event.